Event description:
A malfunction alarm on the pump was reported by the caller, with no notable events occurring prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact on the customer's blood glucose level. Technical support provided the caller with pump reset information and assisted in resetting the pump.